Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked. The complaint is confirmed.

Event description:
The hosp reported that during preparation of a coronary artery bypass graft surgery, the heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.